Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit received with corroded motor home switch. No traces of moisture were noted at electronic assemblies per visual inspection. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated keypad is unresponsive. The customer found that the device was exposed to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.